Event description:
Patient had a bard g2 retrievable filter placed on (B)(6) 2010 at outside hospital. She came in to have it removed by us on (B)(6) 2010. The filter had titled almost perpendicular to the inferior vena cava. A CT scan showed that the legs of the filter had perforated the inferior vena cava, with the struts touching the aorta in front and in back. Other struts locations were difficult to determine, but was definitely outside the vena cava, possibly adjacent to bowel loops. Dates of use: (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: deep venous thrombosis. Event abated after use stopped or dose reduced?: yes.